Event description:
Pt had immediate lumpy result after collagen injection followed in two weeks by redness, swelling, induration and itching all occurring intermittently. Pt was given a medrol dose pack by treating physician, which provided temporary relief. Physician diagnosed hypersensitivity to collagen.